Event description:
It was reported that during reprocessing of the thoracic grasper instrument, the insulation on the instrument was observed to be torn. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument was returned with the black tube insulation damaged at the distal end. A 1.4 long section at the distal end of the tube had a gouge in the insulation with a .075 x .040 piece missing and two larger sections of the insulation was lifted up. Engineering evaluation also found that the tube is bent roughly 2 above the snake wrist. The distal end roll motion is not aligned with proximal end of tube due to bending. Engineering concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.